Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex 3d deflectable videoscope exhibiting discoloration near the insertion part and connecting part. Upon inspection and testing of the customer returned device, the scope bending section rubber adhesive was found chipped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, dirt difficult to remove is found on the hard tube, adhesive part of the objective lens came off, white scratches on image, bending angle insufficient due to elongation of the angle wire, and curved rubber adhesive missing. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the glue of the objective lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.